Event description:
It was reported that the patient experienced a loss of stimulation after she "fell against an electric fence." The patient stated that her entire left leg was numbed. The patient further stated that "at first, she was unable to pick up her leg and move at all." It was noted that the patient was currently able to bend her leg and use her hip joint. It was also reported that the patient was not able to adjust her stimulation. The patient stated that she was able to charge her internal neurostimulator (ins), but received a power on reset (por) message on the recharger screen when she turned the stimulation on. The patient also reported seeing the "call your doctor" icon. The patient was able to clear the por condition and could turn her stimulation back on for use. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2012-07364.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2009. Product type: neurostimulator: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).